Event description:
Customer reported having issues with sensor vs. Blood glucose readings when she sleeps. Customer does not recall blood glucose but current was 72 mg/dl. Customer also stated that the week before thanksgiving customer was taken the emergency room and was diagnosed with diabetic ketoacidosis. Customer did not recall exact blood glucose reading. Customer wasn't wearing the sensor but was wearing the device. Customer was released with blood glucose a little over 300 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-201-65119. (B)(4).